Manufacturer narrative:
Method: film evaluation.

Event description:
Images of cta slices from several studies were reviewed. The slides were of low resolution, without scale, and therefore limited the extent of the film review. Cta's pre-implant showed that the posterior of the aaa sac was being fed by several lumbar arteries. Minimal amounts of calcification is seen within the vessels. The 7-day post implant study showed the device placed just below the renal arteries. The ipsilateral limb is placed into the right iliac; the limbs appear to cross within the distal aorta. There are several air bubbles visible in the mid-sac. No stent graft kinking, occlusion, or any stent graft issues are seen. The 3-week post implant study showed no noticeable change in stent graft in-vivo configuration compared to the earlier post implant study. The previously observed air bubbles are not currently seen. No obvious stent graft issues were observed; the cause of the paraplegia could not be determined from these films.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. The proximal neck was 22 mm in diameter and 45 mm in length. The left common iliac artery was 14 mm in diameter and the right common iliac artery was 12 mm in diameter. The right external iliac artery measured 8 mm in diameter and the left external iliac artery measured 8 mm in diameter. The procedure started with local anesthesia. It was reported that during implant of main body, the patient complained of numbness in a limb and the situation continued even after recovering from the anesthetic. It seemed to be paraplegia, and the patient was monitored by their physician. Drainage had been given about one week after evar. The numbness continued for two weeks and it was diagnosed as paraplegia. The physician was unable to determine whether this event was caused by the endurant device. The patient will be transferred to rehabilitation facility, but is still under observation. The symptom has improved compared to the condition on the evar date. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (paralysis); (insufficient information; cause is unknown). Conclusions: insufficient information; cause is unknown); known inherent risk of a procedure (paralysis).